Event description:
It was reported that a patient received an inappropriate shock for supraventricular tachycardia. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.